Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the hcp noticed that infusion sets were not staying on the insertion device properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.